Manufacturer narrative:
Additional information was received that no migration was noted per x-ray. The patient underwent an ipg replacement procedure. The patient did not know why the ipg was not working. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. X-ray was taken and the result was not yet available. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. X-ray was taken and the result was not yet available. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The physician does not know why the device was not working instead of the patient did not know why the ipg was not working.

Event description:
A report was received that the patient was unable to charge the ipg. X-ray was taken and the result was not yet available. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the device passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged to 4.05 volts in one charge cycle. The battery depletion rate and sleep current were within the expected ranges when the device was turned off. This result attested that the device is capable of being charged fully under a proper charging method.

Event description:
A report was received that the patient was unable to charge the ipg. X-ray was taken and the result was not yet available. The patient will undergo an ipg replacement procedure.